Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced an event of high blood glucose level on (B)(6) 2024. Blood glucose level was 350 mg/dl at the time of the event. Patient was found to be positive for moderate ketones. No further information was available.